Event description:
It was reported when the device was used during a functional end-to-end anastomosis procedure, the pt was found to have severe intraluminal bleeding at the sight of the common opening within the anastomosis. After re-opening the pt, (2-3 days following the initial surgery), close inspection revealed a large hematoma within the anastomosis. A resection was made and a new anastamosis was created with no further pt complications. In a conversation with the surgeon in january 2004, he stated that device functioned as intended during the initial procedure. However, 18 hours postoperatively, the pt bled at the staple line into the bowel. This required 8 units of blood and a re-anastomosis. He could not ascertain what contributed to the staple line leakage. The pt was doing fine and there were no other complications.